Event description:
The hcp reported that the pump interrogation revealed "multiple stops". A capsulotomy was performed and the pump was explanted on 11/19/2005. The pt recovered without sequela.

Event description:
The hcp reported that the device was explanted. No reason was given for the explant. The device was returned to the MFR for analysis. A follow-up report will be sent if additional info becomes available.